Manufacturer narrative:
Investigation results: to date, the product has not been received for evaluation. A follow-up report will be sent upon receipt of the product and completion of the investigation. The information for use (IFU) informs the user of the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure, it has not been damaged.

Event description:
It was reported that during use of this device in a shoulder procedure, the tip of the suture hook broke. There was no report of serious injury or surgical delay related to this event.